Manufacturer narrative:
(B)(4). Concomitant medical products - 00620005622 shell porous with cluster holds lot 60890225; 00630505636, liner standard lot 60951780; 00625006535, bone screw self-tapping lot 60965161; 00625006530, bone screw self-tapping lot 60952875; 00999601835, femoral head lot 60960645; 00223200118 cerclage cable lot 60946550; 00223200118 qty 2, femoral stem 00998201618 lot 60756417. Complaint sample was evaluated and op notes and xrays were provided confirming the reported event. The stem is fractured at the point it begins to protrude from the cone it is mated with. Radiograph review: implant support was observed to be inadequate due to lack of proximal support, size of proximal body relative to femur was found to be inadequate due to cone body undersized and no strut allografts/adjunctive fixation used to enhance proximal support . Radiograph shows positive lysis in trochanteric with associated fracture, unable to determine if there was a good distal fixation. Operative notes state that the patient was revised due to failed left total hip arthroplasty with broken stem. During the surgery the broken stem was removed DHR was reviewed and no discrepancies were found. The root cause for the stem fractures is due to lack of proximal femoral support. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a left hip revision procedure approximately nine years post-implantation due to femoral stem fracture and osteolysis.